Manufacturer narrative:
On 22nd aug 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor (B)(6) was returned from the field. Visual inspection showed no anomalies. Functional testing showed no malfunction. Review of the dms data confirmed that sensor inaccuracies were observed, however no definitive failure mode could be determined from the in vivo data available raw sensor data was stable and values were well above threshold. The returned product analysis did not reveal any functional anomalies with the sensor itself. Consequently, the observed performance issues are presumed to be associated with the in-vivo condition of the hydrogel,an environment that could not be replicated under laboratory testing conditions. B4. Date of this report 20 nov 2025. G3. Date received by the manufacturer? 20 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. A. (B)(6) 2025 9:47 pm: sg 64 mg/dl; bg 38 mg/dl; 10:12 pm 47 mg/dl sg, 31 mg/dl bg. B. (B)(6) 2025 around 07:55 am: sg 168 mg/dl, bg 230 mg/dl. C. (B)(6) 2025 9:33 am: sg 254 mg/dl, bg 333 mg/dl. D. (B)(6) 2025 9:57 am: sg 300 mg/dl; bg 252 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.